Event description:
It was reported that stent dislodgment occurred. Vascular access was obtained via the right radial artery. The 50% stenosed, 28x3.5mm, eccentric shaped, de-novo target lesion was located in the moderately calcified bifurcation of the left anterior descending (lad) artery and the diagonal artery with a bend between 45 and 90 degrees. After a 7fr fl3.5 mach 1 guide catheter was advanced, a .014 non-bsc guidewire was advanced to cross the lesion. Pre-dilation was performed with a 3.0x20mm non-bsc balloon catheter. Subsequently, a 28 x 3.50mm taxus¿ liberté¿ drug-eluting stent was advanced to treat the target lesion by kissing technique. While advancing the taxus¿ liberté¿ stent through the guide catheter lumen, resistance was encountered and the stent detached from the stent delivery balloon. The stent remained in the guide catheter and the guide catheter with stent was removed from the patient. The procedure was completed with a 3.0x28mm non-bsc stent in the diagonal and a 3.0x24mm taxus¿ liberté¿ stent in the lad. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. The crimped stent was detached from balloon and not returned with device for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found no issues with the hypotube shaft profile. The bumper tip of the device showed no signs of damage. A visual and tactile examination found mid-shaft damage proximal to the port bond skive. The damage evident is consistent with resistance been experienced during removal of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the direction for use (dfu) states that stenting bifurcated lesions is contraindicated. (B)(4).

Event description:
It was reported that stent dislodgment occurred. Vascular access was obtained via the right radial artery. The 50% stenosed, 28x3.5mm, eccentric shaped, de-novo target lesion was located in the moderately calcified bifurcation of the left anterior descending (lad) artery and the diagonal artery with a bend between 45 and 90 degrees. After a 7fr fl3.5 mach 1 guide catheter was advanced, a .014 non-bsc guidewire was advanced to cross the lesion. Pre-dilation was performed with a 3.0x20mm non-bsc balloon catheter. Subsequently, a 28 x 3.50mm taxus¿ liberté¿ drug-eluting stent was advanced to treat the target lesion by kissing technique. While advancing the taxus¿ liberté¿ stent through the guide catheter lumen, resistance was encountered and the stent detached from the stent delivery balloon. The stent remained in the guide catheter and the guide catheter with stent was removed from the patient. The procedure was completed with a 3.0x28mm non-bsc stent in the diagonal and a 3.0x24mm taxus¿ liberté¿ stent in the lad. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4).